Manufacturer narrative:
(B)(4). Batch # r93375. Investigation summary: the device was returned with the blade tip broken off not returned. The device was connected to a test hand-piece and tested on a gen11; the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the "blade tip broke off" issue occurred. It is possible that the issue encountered was due to the hp054 hand piece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.